Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality control (qc) was within range for the affected analytes on the day the event occurred. The customer reported that when they pulled the aliquot plate they noticed two wells that were filled to the top with sample. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced reagent probe 2 (r2) meter pump due to intermittent pump errors observed. The cse ran qc with no errors found. A siemens headquarters support center (hsc) specialist reviewed the instrument log files and results data which indicated that samples were aliquotted at the expected time sequencing. The software was working as expected and no hardware issues were detected. The fluid visible on the aliquot plate lid stock appears to be excess sample clot carried by the aliquot probe. The cause of the discordant, falsely low co2, ecrea and glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2), enzymatic creatinine (ecrea) and glucose (glu) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher and as expected for those patients. The samples were repeated on the original instrument, and the results matched the alternate instrument results. The alternate instrument results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2, ecrea and glu results.